Event description:
It was reported that, during a meniscus repair surgery, the surgeon had difficulty deploying the fast-fix 360 curved t1 implant, but managed despite the action being stiff and sluggish. However, the t2 implant was stuck; therefore, it was not possible to be deployed. T1 was successfully removed by pulling it out. Surgery was resumed, after a non-significant surgical delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection showed that it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is in the pre-t2 position. There is bio debris in the needle. A functional evaluation showed it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.